Event description:
It was reported by the customer that pyxis medstation es system patient details were not showing up. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that no current messages crossing to the carefusion coordination engine.a technical support specialist, in collaboration with the it team, identified that a third-party software was experiencing issues, which subsequently led to the crossing of information.the system functioned as intended after the technical support specialist troubleshot the device.